Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited backup vvi via telemetry mode prior to implant procedure. The device was not used and a new device was placed, no adverse consequences to the patient.

Manufacturer narrative:
Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return.